Manufacturer narrative:
The customer called in to report that there was an ovp circuit failure. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) and confirmed the reported issue was resolved. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Product investigation lab (pil) confirmed the ovp failed and other alarms were triggered due to mc pcba analog to digital converter (adc) failure.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a overvoltage protector (ovp) circuit failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an ovp circuit failure. Repair is currently pending.